Event description:
It was reported this was an arteriotomy closure of a calcified right superficial femoral artery (sfa) using a prostyle device after an interventional procedure with a 7f sheath. Reportedly, the prostyle was inserted and the suture was deployed. However, after the foot was closed, the device was unable to be removed. The physician stated the foot fully closed, but it was suspected to have grabbed some vessel wall. Additional force was applied and the prostyle was removed. However, tissue was pulled out with the device. An 11f sheath was inserted to stop the bleeding. A non-abbott device and another prostyle device were then used to achieve hemostasis. There was no clinical delay in the procedure. No additional information provided.

Manufacturer narrative:
A visual inspection, functional testing, and analysis was performed on the returned device. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the reported information and the observations from the returned analysis, the investigation determined that the reported issue appears to be related to circumstances of the procedure. The subsequent patient effect was related to the circumstances of the procedure. In this case, the foot captured tissue inducing a difficult to remove, tissue damage, and the hemorrhage. Once removed the foot closed without abnormalities. It should be noted that the perclose prostyle instructions for use (IFU) states: do not use the perclose prostyle smc system if the puncture site is located in the superficial femoral artery or the profunda femoris artery or the bifurcation of these vessels, since such puncture sites may result in a pseudoaneurysm, intimal dissection, or an acute vessel closure thrombosis of small artery lumen. The IFU also states: do not advance or withdraw the perclose prostyle device against resistance until the cause of that resistance has been determined. Excessive force used to advance or torque the perclose prostyle device should be avoided, as this may lead to significant vessel damage and/or breakage of the device, which may necessitate intervention and / or surgical removal of the device and vessel repair. The device had biological material in the foot as reported by the account. The reported patient effect of hemorrhage and tissue damage are listed in the perclose prostyle instructions for use, as a known patient effect of use with suture mediated closure device procedures. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. H6- medical device problem code 2017: against resistance. H6- medical device problem code 1494: incorrect anatomy.